Event description:
It was reported that several x-tip drills separated during use; the separated pieces were retrieved without injury.

Manufacturer narrative:
Though there was no injury reported in this event, there have been previously reported events resulting in an injury necessitating medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event is reportable per 21 cfr part 803. The device was returned for eval, though results are not available as of this report. Eval results will be submitted as they become available.